Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported having problems with the stimulation not hitting in the right spot. Patient stated they were feeling stimulation in their stomach. Patient stated they the stimulator works well for their legs but not their back. Patient stated they have "so many issues" and other health issues. Patient mentioned they have so many health issues and the spine is so severe it's hard to get the stimulator in that area and have had to have the stimulation adjusted several times. Patient called in for help with pairing equipment. The patient could not pair and screen just spun around and never could advance. Agent sent request to repair for rtm. Additional information was received from the patient stating that the change to programming was the cause of the stimulation not hitting the right spot. Patient states it works great on their restless legs and that they couldn't live without it, but it doesn't do their back because when they changed the p rogramming, the stimulation goes to their stomach or ribs. Patient went in and they found the right spot and then after a while patients stim doesn't respond. Patient needs reprogramming. Patient has problem with the placement, it's very tender, and the leads pull sometimes which shocks their feet pretty strong. Patient says the issue has been resolved as of now.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), product type: lead. Product ID: 977a260, serial# (B)(6), product type: lead. Product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 31-aug-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 06-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.